Event description:
Event: (cc# 98-00947) on 7/31/98, datascope received the mandatory medwatch form from the user-facility; uf/dist report number 490015000-1998-0002 and the following information was reported: the intra-aortic balloon catheter failed to pump properly. The intra-aortic balloon failed to inflate/deflate properly. On 11/9/98, the following was reported to datascope: the "rapid gas loss alarm" sounded from the system 90 iabp. No blood was seen in the tubing. The catheter was removed and another was inserted because the patient was very iab dependent. The patient's heart rate was elevated. The patient expired a few weeks later at another hospital. [Event complications]: unknown - reported 7/31/98 and 11/9/98. [Patient's current status]: expired-rpt'd 11/9/98.